Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch par730, 8556w19 and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the case completed? Was another suture sourced? If yes, was this from the same product code/lot or different? The case was completed using more 5/0 prolene from the same batch. Any adverse event to patient reported? No adverse event to patient. Other than increased surgical time. Patient's current condition if known. Patient¿s current condition is unknown. Note: events reported via mw #2210968-2020-00726, 2210968-2020-00727.

Event description:
It was reported that the patient underwent a cardiothoracic surgery in (B)(6) 2019 and suture was used. During the procedure, the suture broke close to the needle. The procedure was completed using a like device from the same batch. The surgery time was increased. The patient's current condition is not known. There were no adverse patient consequences reported.